Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change out. The physician noted that the right atrial lead was dislodged. The device was explanted and replaced successfully. The patient was stable. Patient presented to sunnybrook hospital for a crt-d battery change and lv lead replacement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.